Manufacturer narrative:
Initial

Event description:
It was reported that while using an ilet system with an inset infusion set, the user experienced persistent high blood glucose despite reported insulin delivery and multiple supply changes, with no visible cannula bends, leaks, or moisture; fingerstick readings ranged in the 400s to 500s until a subsequent return to normal range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communications with the user, analysis of information provided by the user, and guided troubleshooting with repeated infusion set and full supply changes, including confirmation of drops and cartridge review. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.